Manufacturer narrative:
Exact date unknown, event occurred two years ago.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.